Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Taxus express2 clinical study. It was reported that 111 days after a coronary artery stenting procedure, the pt experienced hyperthyroidism. The lesion being treated was a 3.50 mm, 75% stenosed, 24 mm long portion of the mid right coronary artery (mid rca). The lesion was treated with direct stent placement of a 3.5x24 mm taxus express2 study stent at maximum 18 atms. Post-dilatation was performed using a 4.0x10 mm balloon at maximum 20 atms. Post-ivus was performed. The stent was well positioned and well expanded. The procedure was completed without any problems. Residual stenosis was 0%. The pt was discharged 2 days later. In 111 days after the index procedure, a 9-month follow-up evaluation was performed. There were no problems. The pt developed hyperthyroidism. Administration of internal medicine (antithyroid agent) was started. The pt developed onset of fever and diarrhea. In consideration of possibility of agranulocytosis syndrome, the physician encouraged the pt to have a workup. In 175 days after the onset, the pt's condition was improved. In the opinion of the physician, the relationship of the hyperthyroidism to the taxus stent is unk.